Event description:
It was reported by a customer on (B)(6) 2011, the fiber laser beam went straight and the fiber cap was damaged at 5,000 joules. Also, it was reported the fiber cap did not detach from the fiber. No pt injury was reported.